Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video colonoscope ec-3890lk. In the event reported the user stated that the bending rubber tear at distal end. There is no adverse event reported with this complaint. Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. Since issuing of the RMA on 04jun2021 the device is not yet returned. No additional information was provided.